Event description:
It was reported that surgeon was removing skeletal dynamics plate from a wrist on (B)(6) 2023. Surgeon attempted to use our screw removal set to remove the plate. At some point, a small cruciform screw broke while trying to remove a screw. The plate had to be cut with a burr also because the surgeon did not have the proper equipment from skeletal dynamics to remove their plate. This complaint involves two(2) devices. Reference report: mw5144876. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).